Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Pfs and medical records received. This complaint is legal. The patient was revised for pain, instability, dislocations, subluxations, elevated ion levels (no labs provided), metal debris with adverse tissue reaction, and corrosion. The metal had eroded some of the femur. The stem has already been reported on (B)(4). It should be noted that the liner that was removed during this revision was poly. Examination of the reported devices was not possible as they were not returned. A search against the provided product and lot code combinations identified no other reports against the poly liner but others against the femoral head. Medical records were reviewed. The investigation can draw no conclusions with the information made available. No product problem has been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. This complaint is legal. The patient was revised for pain, instability, dislocations, subluxations, elevated ion levels (no labs provided), metal debris with adverse tissue reaction, and corrosion. The metal had eroded some of the femur. The stem has already been reported on com (B)(4). It should be noted that the liner that was removed during this revision was poly.